Event description:
The customer was hospitalized for low bgs. It was believed that the cause of their sugar level was the pump malfunctioning. The customer declined troubleshooting and has been off the pump for one month.